Manufacturer narrative:
(B)(4). Device was not returned for evaluation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Whilst performing a revision of a t10-pelvis fusion for proximal junctional kyphosis, the head of 5x35mm screw that had been placed in the previous surgery was found to be disconnected from the shaft of the screw. The screw shaft was removed using ao hollow reamer (309.450). A 6x35mm screw (1797.12.635) was used to replace the broken screw. Minimal delay experienced of less than 5mins. No ae to patient. Primary in 2010 scoliosis t11-sacrum, secondary in 2013 t10-pelvis. Supporting data: x-rays available.